Event description:
The customer alleged they were receiving questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer stated the hba1c results seemed to be high and erratic. The customer provided data for one discrepant result that was reported outside the laboratory. The customer stated they repeated other samples, and the repeat results were in agreement with the originals. The patient's initial hba1c result was 17.5%. The client requested that the laboratory repeat the sample. On (B)(6) 2014, the repeat result was 5.7%. The result was considered correct, and a corrected report was issued. Information on whether there were any adverse events was requested but not provided. The hba1c reagent lot number was 69989601 and the expiration date was 09/30/2015. The field service representative found there was low sample volume during the sample volume check. He replaced the sample probes. He performed a check test, and all the results were good. Quality control was performed and all the results were good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.